Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Provider states the panel on the unit will not light up and unit is making a loud noise.